Event description:
When the tube is injected, the stopcock tube bond leaks. Reporter states the incident occurred while the IV was attached to a pt, but there was no pt compromise. Reporter states they have had "quite a few leaking". States they always leak at the solvent bond to the stopcock.